Event description:
A consumer reported that she experienced red and gummy eyes and had trouble seeing following the use of this product. She discontinued using the product and started wearing her glasses. She reported that she waited a few days but the symptoms did not resolve. She reported seeing a doctor and was treated with anti-inflammatory drops. In a follow up with the consumer, she reported the event resolved with the use of the anti-inflammatory eye drops. Add¿l info has been requested.

Manufacturer narrative:
No samples were returned by the customer. Lot specific eval is not possible because the reporter did not provide a lot number or any identification traceable to the mfg documentation. All lots are reviewed for acceptable environmental data, in process test data, finished product chemical and microbiological data etc. Prior to lot disposition. Add¿l info has been requested. (B)(4).